Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: the threads at the tip of the ria drive shafts sheared off. Reportedly all parts could be removed. This is 2 of 3 reports for the same event.

Manufacturer narrative:
A review of synthes device history records was conducted. The parts conformed to all requirements. The parts had been reworked per the normal manufacturing process to etch the ce mark and passivate.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested.